Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device displayed an error message for a main speaker failure. There was no patient involvement.

Event description:
It was reported that the device displayed an error message for a main speaker failure. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error 133.6090. Technical support- 1. Replace the main speaker. 2. Return the unit to the factory. Biomed replaced main speaker and still gets the error. Error not due to low battery charge. Transfer to com for warranty repair RMA. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/28/2018 to the present date 10/16/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device received channel error code 133.6090. No patient involvement was noted.